Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. Device evaluation: the manufacturer's technical services (ts) advised the customer to replace the pm pcba since the battery was previously replaced. The problem resolved for a month then turned on by itself twice in as many days. Discussed signal path for the power switch and provide parts ID for the power switch overlay and the ui pcba. Discussed the 2nd gen ui pcba and verified the customer has 2.10 software on this vent.;" the customer reported the problem with the unit turning on by itself still persists and is currently removed from service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports unit turns on by itself. The device was not in use at the time of the reported event.